Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that combo bolus deliveries were not being recorded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: the last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. The pump booted up to the verify screen with audible and vibratory features. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. A combo- bolus was successfully programed and accurately recorded in the pump history. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The display screen had a pinkish contrast.